Manufacturer narrative:
The investigation has been completed. No product was returned for analysis. Therefore, they were unable to confirm if there was a malfunction of the cathether anchor. The failure mode was changed to positioning issue as no blood was reported dripping from the red pump plug and failure described relates more to a positioning issue. The data logs showed continuous 'impella position unknown' alarms on the complaints day. The root cause of the positioning issue was not determined as no product was returned for review.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella 5.5 implant, the physician had played on the blue suture hub and had pressed the blue button very often. Now blood is dripping out at this point and the blue button is pressed in and no longer comes out so the catheter shaft is no longer aligned. Despite several attempts to press the button, this problem could not be rectified. It was recommended to the physician by the representative to replace the impella but the physician did not replace the impella. The procedure was completed successfully with this device and there was no patient harm.